Event description:
In (B)(6) 2020 started noticing hair loss, increased fatigue, and anxiety. Diagnosed with hashimotos in (B)(6) 2020. Now have food intolerances, bloating, brain fog, joint pain, cold intolerance, dry mouth/eyes, and depression. Elevated tpo antibodies, positive ana. FDA safety report ID# (B)(4).